Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding assistance with ending therapy; which occurred on the homechoice (hc) during use, during dwell 1. The home patient (hp) stated while in dwell one of the supply bags became disconnected from the hc. The hp stated they replaced it with a new bag. The hp stated that there is a bunch of air in the bag. The hp requested assistance with ending therapy so they could start over with new supplies. This writer contacted the home patient (hp) (B)(6) 2011 regarding reported problem. The hp stated they did start over and everything went fine. The hp stated that they did discuss it with their registered nurse (rn) regarding the situation. The hp stated after the discussion they believed that the hp just did not tighten the connections well enough. The hp stated that therapy overall has been going fine. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a connection issue during the dwell stage was confirmed. The root cause was identified to be use error from the connections not being tightened enough. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.